Manufacturer narrative:
(B)(4).

Event description:
It was further reported that there was an insulation issue. The atrial lead was later capped and replaced.

Event description:
It was reported that the patient felt lethargic. High threshold, high impedance, and a possible lead fracture were noted. The patient was sent for a chest x-ray and was to also have an electrophysiology consult a few days later. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5054-58, lead, implanted: (B)(6) 2007. (B)(4).